Event description:
Caller reported that tandem mobi pump battery would not charge despite using all recommended charging accessories. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting.